Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contractured reported as reason for explantation.

Manufacturer narrative:
Capsule contracture reported as reason for explantation.

Event description:
Capsule contracture.